Event description:
It was reported that there was an issue with the incorrect time display on the pump, which was off by more than five minutes. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in updating the pump time and was advised to monitor and follow up if the time discrepancy recurs.